Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer, as of 01-aug-2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for one week. The procedure was completed. The cause of the complication is unknown. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax, and a chest tube was placed. The procedure was completed. On (B)(6) 2022, intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: according to the surgeon, a cytology brush used in the procedure was believed to have caused the pneumothorax and would have occurred another modality. The pneumothorax was identified on fluoroscopy intraoperatively. The size of the pneumothorax was 30% and did not increase over time. The size of the lesion was one centimeter and was located in the left upper lobe (lul) two and half centimeters away from the pleura. The patient was hospitalized for one week due to the event and was currently still at the hospital as of the date of the follow-up. There are no images/videos for isi to review. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.